Manufacturer narrative:
This is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2017. Subsequently, medtronic diabetes conducted a two year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose for the past two days. Customer reported waking up to a blood glucose of 65 mg/dl which was treated with juice. The infusion set was changed. The customer's blood glucose rose to 180 mg/dl and later to 308 mg/dl. The customer treated their blood glucose with a bolus. Blood glucose at time of incident was 295 mg/dl. Customer's current blood glucose is 299 mg/dl. The customer had no symptoms of high blood glucose. Troubleshooting for the infusion set found that insulin did not exit at the quick release. No air bubbles or leaks were observed. Customer reports that infusion set site is changed every 2 to 3 days. Product is not being returned.